Manufacturer narrative:
Trend analysis: trend has already been identified. Review of event description: patient underwent revision due to pain. Other information & sources: review of the complaint relevant documents did not lead to new information regarding the reported event. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Therefore, zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
The patient is pursuing a product liability claim. It has now been reported, that the patient was implanted a metasul large diameter head on (B)(6) 2007 on the right side. The patient underwent a revision surgery on (B)(6) 2016 due to pain.

Manufacturer narrative:
Date of implantation and date of revision were not confirmed for the metasul large diameter head. This additional information does not change previous manufacturer's assessment of the case. Zimmer (B)(4) considers this case as closed again. Zimmer¿s reference number of this file is (B)(4).

Event description:
The patient is pursuing a product liability claim. It has now been reported, that the patient was implanted a metasul large diameter head on the right side and was revised. Date of implantation and date of revision were not confirmed for the metasul large diameter head. (Same patient is treated in (B)(4).)

Manufacturer narrative:
The date of the revision surgery was changed due to new information available: this additional information does not change previous manufacturer's assessment of the case. Zimmer (B)(4) considers this case as closed again. (B)(4).

Event description:
The patient is pursuing a product liability claim. It has now been reported, that the patient was implanted a metasul large diameter head on (B)(6) 2007 on the right side. The patient underwent a revision surgery on (B)(6) 2015 due to pain.

Manufacturer narrative:
The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It is reported that a patient was implanted on unknown date with a metasul large diameter head (catalogue number unknown) on the right side. A revision surgery was performed on (B)(6) 2016 due to pain.